Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: flickering image a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image was flickering due to a kink/knot on the cable. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera exhibited a flickering image. There was no patient involvement.